Event description:
The event involved a plum 360¿ infusion pump in which the drug library import caused a significant delay in therapy of a critical, unspecified, oncologic infusion, which the nurse did not anticipate; the device was reported to have turned off by itself. The pump was connected wirelessly to the network. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, has not yet been received.

Manufacturer narrative:
Additional information was received stating that the actual date that ICU medical was made aware of the event was (B)(6) 2022. It was also reported that the nurse claimed that during infusion the pump started an update on the drug library. There was delay of therapy since they had to change pumps.

Manufacturer narrative:
The device was received on 03/15/2022 for evaluation. The device logs were downloaded; pvt testing was performed and the device passed all pvt tests. The device also passed cassette alarm test, distal occlusion test, unrestricted flow test, display test, keypad verification test, proximal occlusion and alarm loudness test, proximal air in line test and distal air in line test, device volume accuracy test. The device passed nurse call and electrical safety tests. Evaluation concluded that the pump performed correctly per design except for not logging the power update clinical signal indicating power-to-sleep following the drug library update completion. Specifically, the pump stopped the infusion correctly upon detection of distal air, the pump was manually turned off by user action; and the pump correctly installed the drug library upon the user turning the pump off based on the drug library master having the configuration setting to explicitly force automatic installation upon the first power off sequence after the drug library was downloaded. Probable cause for lack of logging of the power update signal, that during a power down and drug library force install scenario, the pump¿s communication engine (ce) performs a reconnection with mednet and that, during this reconnection, it is possible (though infrequent) for the power update clinical signal to be dropped. The mednet event/alarm log report correctly displays what information it receives from the pump and, with the signal missing, the resulting event was likewise missing from the report. The customer¿s report (that the dl install occurred without the pump being turned off) is not confirmed.